Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a starclose se device with a 6f sheath after a superficial femoral artery interventional procedure. Reportedly, no issues were noted during deployment steps. During removal, the starclose se device became stuck on soft tissue. The access port and safety release mechanisms were used to successfully remove the starclose se device. Manual arterial compression was held upon removal of the starclose se device but was stopped as the clip was noted to have achieved hemostasis. No tissue damage was noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.